Event description:
Clinical information: (B)(6) - paradigm, patient site ID: (B)(6). It was reported that on 02 february 2023, an 8x4mm amplatzer valvular plug and a 6mmx4mm amplatzer duct occluder ii were successfully implanted in a patient. The patient was placed under general anesthesia for procedure. The patient had remained hemodynamically stable throughout the implant procedure. The plug and occluder were implanted for the closure of a cardiac paravalvular leak (pvl). The plug and occluder were both sized using transesophageal echocardiography measurements. On (B)(6) 2023, the patient was re-admitted due to the patient's reporting consistently dark urine and a small streak of blood every time during urination (hematuria). A transesophageal echocardiogram was performed and revealed a severe residual shunt anterolateral to the 8x4mm amplatzer valvular plug and posteromedial to the 6mmx4mm amplatzer duct occluder ii. On (B)(6) 2023, an x-ray was performed and revealed increased right and left kidney echogenicity, a mildly distended bladder with mild circumferential bladder wall thickening, and a anechoic cystic structure posterolateral to the urinary bladder. On (B)(6) 2023, a computed tomography scan was also performed and revealed two intramuscular lipomas. On (B)(6) 2023, the patient was transfused with leuko-reduced red blood cells due to hemolysis. On (B)(6) 2023, the patient underwent a percutaneous intervention for closure of the residual shunt. The event resulted in surgical and unexpected medical interventions and prolonged hospitalization. The patient did not experience any notable dizziness, lightheadedness, difficulty urinating, chest pain or dyspnea. The patient's renal function continues to the monitored and the 8x4mm amplatzer valvular plug and 6mmx4mm amplatzer duct occluder ii remain implanted. The patient is currently recovering, following the percutaneous intervention. The cause of the patient's worsening renal function is attributed to the hemolysis that occurred as a result of the residual shunt.

Manufacturer narrative:
An event of residual shunt, hemolysis, paravalvular leak, and renal failure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was believed by the field that cause of the patient's worsening renal function is attributed to the hemolysis that occurred as a result of the residual shunt. Based on the information, the cause of the reported event could not be conclusively determined. Please note, per the intended use arten600196059 revision b "the amplatzer¿ duct occluder ii is a percutaneous transcatheter occlusion device intended for the non-surgical closure of patent ductus arteriosus."